Manufacturer narrative:
During inspection and testing, service found a foreign object clogged the biopsy channel. A brush and forceps could not be passed through the biopsy channel. In addition, there were scratches and a sharp edge on the distal end plastic cover, the light guide lens was cracked, the adhesive on the bending section was cracked and sharp, switch one was cut, angulation was reduced, there was excessive play in the angulation knob, and the objective lens was chipped around the edge. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the biopsy channel was plugged and the cleaning brush could not be passed through the channel. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found a foreign object clogged the biopsy channel. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer feedback. If additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.

Event description:
The customer later confirmed the event occurred after the conclusion of the procedure.

Event description:
From due diligence, the customer was asked the following questions: was the instrument channel inspected by inserting the endotherapy accessory through the biopsy valve prior to procedures? Was pre-cleaning performed on the scope immediately after procedures? If manual cleaning could not be performed on the scope immediately after procedures, was pre-soaking performed? Was the instrument channel brushed? Was detergent solution aspirated into the instrument channel and the suction channel? Was detergent solution removed from all channels? The customer returned with the following statement: "that is from several months ago. Staff do not even recall other than they believe an endo clip got caught in the channel. They cleaned and processed the scope to the best of their ability given the situation."

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, it was not possible to identify what the material was. According to the investigation results below, there was a possibility that the foreign material was unable to be removed due to physical damage of the device. ·it was confirmed that inside the biopsy channel was shaved. ·as for reprocessing of the device by user, although the information was not certain enough, it was confirmed that the user conducted reprocessing properly. Olympus will continue to monitor field performance for this device.